Event description:
It was reported that the patient presented with post-paced t-wave over-sensing on their implantable cardioverter defibrillator. No intervention was performed. The patient was stable.